Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had low blood glucose of the 53 mg/dl and current blood glucose was 102 mg/dl. Based on customer report customer does not allege pump was over delivering. The auto mode on the insulin pump was not active and was not automatically adjusting insulin during the event. The device is not expected to be returned for analysis.